Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference numbers: 1627487-2021-18273, 1627487-2021-18276, 1627487-2021-18278, and 1627487-2021-18279. It was reported that patient was nauseated with stimulation on. Patient did not experience any trauma or any change in therapy. Reprogramming was attempted; however, the patient reported that it did not fix the nausea when stimulation was on, so they just stopped using and charging the device. As such surgical intervention took place were in the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.